Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of no display image while angulating was confirmed. Based on the results of the investigation, it was identified that due to damage to the charge-coupled device unit, the image disappears during angulation in the up/down directions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a routine inspection prior to use, it was discovered that when bending the videoscope, no image was being displayed. There was no report of patient involvement.